Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. Review of the operative notes from the surgery indicates that after implantation of the liner the shoulder had "approximately 2mm of shuck and good range of motion". The tm reverse shoulder surgical technique states on page 21 "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." Joint tensioning is based on the surgeon's clinical evaluation; as such, no deficiencies with products could be found. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that patient's shoulder was revised due to dislocation.